Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming and they are unable to read reservoir status. The blood glucose is not provided. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to loose and protruded drive support disk. Unable to verify prime alarms fur to motor error alarms. Insulin pump received with cracked case at display window corners and reservoir tube.